Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not being plugged in properly. The device was unable to perform the displacement test, self-test, unexpected restart error test, rewind test, basic occlusion, occlusion and excessive no delivery tests due to blank display anomaly. The insulin pump was re-plugged into the battery tube connector and passed the current test. The insulin pump was received with corroded motor home switch. The insulin pump had a cracked case at the display window corner and minor scratches on the display window.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 163 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.